Event description:
Pt was being transferred from the table top to a trolley, under supervision of a single operator/technician, when the latch on the table top released and the table rotated, causing the pt to fall to the floor. The pt suffered a broken collar bone. The customer confirmed that their procedure for transference of pts says that two persons should do this and there was only one in this instance.